Event description:
It was reported that a stent was placed in a pt for treatment. The pt came back 5 weeks after the procedure. The pt had coughed up a piece of metal. After checking, the stent appeared to be fractured. Therefore it was decided to remove the stent.